Manufacturer narrative:
(B)(4).

Event description:
The patient's healthcare provider (hcp) reported the parkinson's disease patient experienced "skin erosion" and a "subsequent local infection in the area of the implantable neurostimulator (ins). These issues were stated to have occurred "three months after implantation. The patient was administered antibiotics as a result of the event and the infection was "cured." It was noted the patient's system remained implanted and in service at the time of report and the issue was resolved. It was further noted that no surgical intervention had been planned or undertaken. A supplemental report will be filed if additional information is received.